Event description:
It was reported that pump displayed altitude alarm while customer was using it, and insulin delivery was suspended even though pump was within operating altitude range and speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove obstruction, gently clean speaker holes with soft brush, and wipe area with lint-free cloth, and customer planned to perform cleaning later and to follow up if further issues occurred.